Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 7 years due to stenosis and insufficiency. The tavr procedure was performed with a 23mm 9755rsl transcatheter valve. Per field clinical specialist, the heart team believes the patient's kidney failure contributed to the deterioration of the surgical valve.